Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, lot# n576782, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a chest infection. It was indicated the interventions involved a surgeon removing the implantable neurostimulator (ins), the adaptor, and part of both extensions out of the patient to resolve the chest infection. It was noted the surgeon had cut half of the extensions and the rest remained in the patient. The patient had a wound on the chest area approximately a week prior and found out the pocket area had opened. He was able to see some part of the adaptor out of the pocket area, so he had gone to see a surgeon and was diagnosed with a chest infection. It was indicated all of the deep brain stimulation (dbs) system had a normal function and no problem had been found. The issue was considered resolved at the time of report.

Manufacturer narrative:
Corrected to also include foreign. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.